Event description:
It was reported by the customer that during device inspection, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The unit displayed power-up test fail code 6 (touch screen configuration). There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse calibrated the touch screen and it passed successfully. The reported event was caused by the incorrect calibration procedure by the customer medical engineer. The fse explained this issue to the customer and instructed them on how to calibrate the touch screen. The unit passed all functional and safety tests to manufacturer specifications.

Manufacturer narrative:
E1 - initial reporter - event site name - (B)(6) hospital. E1 - event site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.